Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down completely. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had black screen. The field service engineer disconnected the grey bus cable from the auxiliary cabinet and successfully powered the device. It was determined that a faulty board on drawer 2.2 of the auxiliary cabinet was preventing the station from powering on. Fse replaced the controller board, and a significant number of debris was removed from behind the back panel. Fse reseated all bus wire connection and inspected the bus wire for cuts marks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down completely. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.